Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable alarm was noted. It was also reported that the line was checked, it was free of bubbles and still had medicine to be infused. No patient consequences were reported. No adverse effects were reported.